Manufacturer narrative:
B4: 08jul2021. The service provider (sp) inspected the device and found the battery would not charge above 15.22v. In the ventilator diagnostic report, there was an error code indicating that the battery failed. The customer replaced the battery. No error code appeared since the battery was replaced. The sp replaced the power management (pm) board. The unit was checked overall, run in tested, cleaned, functionally tested, and no more abnormality was found.

Manufacturer narrative:
Date of report: 28jun2021. There was no patient involvement.

Event description:
It was reported that the ventilators battery would not charge. The customer reported that the issue was due to a defective power management board. There was no patient involvement.